Event description:
It was reported that during an acl repair of the knee, a fragment of insulation from the tip of the device peeled/cracked off and was retained in the patient; it was not retrieved. The event occurred during insertion of the device. The case was completed successfully with a back-up of the same device. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event is mechanical damage, such as scraping the device against bone or another instrument/device, or attempting to bend or reshape the device before/during use. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow-up report will be submitted.